Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure. Following the procedure, the patient experienced an exposure of the mesh which required trimming of the sling. The patient was referred to a different hospital in (B)(6) 2012 with persisting symptoms of pain. The patient was diagnosed with a mesh exposure and required excision of the sling. Additional information has been requested.